Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air/ water cylinder, air/water tube and jet tube have foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Labeling: the suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.